Event description:
Tampon gone - vagina [foreign body in reproductive tract]. Pain - vagina [vulvovaginal pain]. Had sex when she had a tampon inside of her [device use issue]. Couldn't find the tampon string [device physical property issue]. Case description: reporter called stating the consumer could not find the tampon or string after having sex with the tampon inside of her. No serious injury was reported.

Manufacturer narrative:
19-jan-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon gone - vagina, foreign body in reproductive tract. Pain - vagina, vulvovaginal pain. Had sex when she had a tampon inside of her, device use issue. Couldn't find the tampon string, device physical property issue. Case description: reporter called stating the consumer could not find the tampon or string after having sex with the tampon inside of her. No serious injury was reported.